Event description:
A 28-yr-old female was admitted on 8/29/95 for ventricular shunt replacement. On 8/30/95 the pt underwent shunt replacement, during which a rongeur was utilized. During the procedure, approx 1 cm of the tip of the ronguer was noted to be missing. The surgeon indicated the piece may remain in the epidural space, but was uncertain. Post operative cat scan did not reveal the presence of the tip.